Event description:
It was reported by the customer that the device will intermittently boot incorrectly. It was also indicated that the device was displaying an active service indicator. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.